Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd patient experienced peritonitis manifested by loose motion and stomach pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, discontinued), meropenem injection (1gm, once daily, discontinued) and heparin injection (1/2 ml, per bags, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued. Three days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient remained hospitalized for "hd process"; however, the patient was recovered from the events. No additional information is available.